Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15007 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion sets cannulas kinked events two on 09-june-2024 and one on 10-june-2024 within 3 hours of insertion. The infusion set was in use for 12 hours. The site of insertion was abdomen. The blood glucose level was reported high and treated using bolus via pump and multi-daily injection (mdi). Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.